Event description:
Hospital reported to me, that they were doing a gamma on friday, (B)(6) 2009, and there was no set screw in the box with the nail.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.